Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and initially had difficulty removing the pump case. After troubleshooting and reloading the cartridge, the customer successfully resumed insulin administration.